Manufacturer narrative:
A sample device was not returned for analysis, the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens implant procedure, the lens appeared to be rotated by 12 degrees. Additional information was received and reported that the lens was repositioned.